Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/ reporter called lifescan (lfs) in 2006, and alleged that the pt's meter would not power on. The medical affairs specialist spoke to the pt on september 20, 2006, and obtained and verified the following information. The reporter stated that the pt was recently released from the hospital and upon arriving home, attempted to use her meter but it would not power on. The pt had the meter for 2 years, but she did not test on it, nor did she take her diabetes medication for 9 months prior to going to the hospital. The patient is starting a new diabetes treatment regimen, which consists of glucophage 100mg/twice daily, lantus before bed, and humalin with meals. She was advised to test her blood glucose 3 to 4 times a day. When the patient arrived home, she was advised to test her blood glucose before lunch and dinner and take her humalin, but because she could not test, she did not take her insulin. She did take her two glucophage pills and her lantus before bed. She did not have any symptoms on the day that she withheld her insulin. The following day, the patient felt tired and had a headache. The patient obtained a battery and replaced the old one. She contacted lfs for assistance. The meter powered on and the patient obtained two blood glucose results of 307 and 299 mg/dl. While still on the phone with the lfs rep, she took 10 units of humalin insulin. Although the meter issue was resolved, this complaint is being reported as the patient was unable to use the meter, withheld her insulin, and subsequently suffered from hyperglycemia (feeling tired, with glucose results of 307 and 299 mg/dl). A replacement meter has been sent.